Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the patient experienced heart block that required pacemaker insertion. It was reported that the patient experienced complete heart block during an atrial fibrillation procedure. The injury occurred after going transeptal and moving the vizigo sheath around. The complete heart block was confirmed with the ECG (electrocardiogram) signals displayed on the carto 3 system. The medical intervention provided was that they tried cs (coronary sinus) pacing but the issue persisted when they came off pacing. The cs catheter was placed out into the ventricle and paced from there. The procedure continued with the patient ventricularly paced. No ablation had been performed when the injury occurred. After the a-fib procedure, they were putting a pacemaker in the patient. The decanav catheter and the vizigo sheath were inside of the body when the injury occurred. The patient was reported to be in stable condition. The patient had a prior mitral valve repair and had a lot of scarring on the interior septum. The vizigo sheath may have gone a little too anterior and touched the wrong spot.

Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: primary UDI number has been updated to (B)(4). On 2-sep-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the patient experienced heart block that required pacemaker insertion. Device evaluation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed by connecting the device to the carto 3 system, and no issues or errors were observed during the product investigation. Device history record was performed for the finished device 60000312 number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).